Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, te33 occurred due to malfunction of control printed circuit board. It was revealed that flow transducer, pressure transducer and o2 cell test failure occurred, due to malfunction of air gas module and expiratory channel pcb. Reported te indicates disabled ventilation. It is communication error or control pcb error during startup. Control pcb contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on control pcb. The air/o2 gas module regulates the inspiratory gas flow. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The defective part was not returned for investigation. Our conclusion is that the defective parts were the cause of the failure.